Manufacturer narrative:
No button error alarm during testing. However, the insulin pump had intermittent esc and act buttons response due to corroded keypad traces. The insulin pump had cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of a button error from the insulin pump. The customer stated that the buttons on the pump had to be pressed several times to work. The customer will be sent a replacement pump.